Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol flat mesh (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #3). Not returned.

Event description:
Attorney alleges that on (B)(6) 2003 or (B)(6) 2010, the patient underwent surgery, which included implant of the following unspecified bard/davol hernia mesh devices: bard mesh (device #1), ventralex (device #2), and flat sheet mesh (device #3). As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (device #1), ventralex (device #2), and flat sheet mesh (device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."